Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the set screw of the lead would not engaged from the header of a pacemaker. The lead was removed from the header after few attempts and the pacemaker was explanted and was replaced with a new pacemaker. The patient was stable throughout the procedure.